Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 39 mg/dl. The declined to troubleshoot for low blood glucose level and stated that they will take glucose tab after the call. Customer was experiencing low blood glucose for 30 minutes. The insulin pump will not be returned for the analysis.